Event description:
Report received from (B)(6) stating that the device was being returned for service. During service of the device, it was noted that the device had a bent drive shaft. It is unknown if the device was used in surgery. It is unknown if patient or user injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools .the device was evaluated and the reported condition of "bent drive shaft" was found during service. If additional information becomes available a supplemental report will be submitted. (B)(4).